Event description:
It was reported that following a pump replacement, the pt experienced a searing pain in her back. A CT scan was performed which showed "the catheter had dissected through a major nerve branch". The hcp repositioned the catheter. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).